Event description:
It was reported that during an implant attempt, the physician was unable to stabilize the right atrial lead in the atrium and the lead dislodged during positioning attempts. Due to the patient's anatomy, the lead was not used and an active fixation lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.